Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized the same day, prior to death for an unknown reason. The cause of death was reported to be cardiac arrest. It was reported pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.